Event description:
S: patient received 3 cap changes during a 6-day period. 2 cap changes were prematurely done due to possible cap malfunction. B: patient was received blood transfusion on [(B)(4)], a 2nd syringe (aliquot) was administered at 1740 in the purple lumen and came down at 2048. Before disconnecting the blood, rn noticed some blood on the threads of the cap. Rn wiped the outside of the cap with chg swab, but upon closer inspection the inside of the cap had a very small amount of blood. When flushing the line, the fluids flushing did not enter the empty space of the cap, the blood tubing had blood on the threads on the end. Rn believes that when blood was "over" primed where a small amount on the end somehow entered the cap when it was being connected. Rn kept the cap on patient to do a change with 4am lab draws to minimize entering patient line multiple times. Rn continuously checked on the cap to ensure no changes occurred. On [(B)(4)] at 0352 cap on the purple lumen was changed (was unable to change cap on white lumen because it was infusing tpn/lipids/tacro). This cap was saved and given to unit educator. On [(B)(4)] at 2132 the white lumen cap and line was changed as scheduled and changed the purple lumen cap to align the caps and lines to the same schedule. Reference and lot numbers below recorded in patient chart with cap change. Purple lumen ref: (B)(4), lot: 13889419, exp: 2029/01/01. White lumen ref: (B)(4), lot: 13889419, exp: 2029/01/01. On [redacted] patient needed labs drawn at midnight per request of the md, while drawing the labs I noticed that the cap of the purple lumen started to fill with blood and while flushing some ns had mixed with the blood trapped inside the cap. When I disconnected the lab draw set up and noticed that the inner portion of the cap was depressed in and did not engage back to the top leaving the cap "open" I had to reconnect the lab draw set up to keep the line closed from contamination. I then changed the cap and lines. New purple lumen cap reference and lot numbers below recorded in patent chart. Purple lumen ref: (B)(4), lot: 14179031, exp: 2029/10/01. R: I believe the tubing used for blood administration via syringe may have caused the blood to enter the inside of the cap due to over depression of the cap¿s silicone top. It is possible that the blood syringe tubing with the male luer ending/connector might be too long and doesn¿t have a ¿stopper¿ to prevent over inserting the male luer end into the neutron. Neutron cap with blood collected inside septum channel and septum channel stuck in open position after blood transfusions. Occurred multiple times during a 6-day period.